Event description:
It was reported the rigid endoscope sheath tip was detached. The issue occurred during reprocessing of an unknown therapeutic procedure. The procedure was completed. There were no reports of patient harm or injury.

Manufacturer narrative:
Based on the results of the investigation, the damage to the ceramic tip of the sheath was likely caused by thermal induced impact, wear and tear, improper handling, mechanical overload like fall, and shock or similar stress. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿4 before use: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, and no scratches, ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ e1/establishment name: (B)(6) hospital. Olympus will continue to monitor the field performance of this device.